Event description:
The reporter stated that the surgeon inserted a cq2015 e piece collamer lens. The lens tore during insertion into the eye. The lens was removed without enlarging the incision. No pt injury.

Manufacturer narrative:
Evaluation codes: results: visual inspection of the returned product showed that one lens haptic was torn off and a piece of the lens optic was torn off and missing. Clear surgical residue/debris on the product. Conclusion: (no conclusion can be drawn): based on the complaint history and eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge wore not returned for eval.